Manufacturer narrative:
It was reported that the patient has a metal allergy. A revision surgery is required. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a metal allergy. A revision surgery is required.